Manufacturer narrative:
Batch review performed on 22-07-2025: reverse shoulder system 04.01.0269 sensitin glenosphere 36xø24.5 (k203755) lot 2404992: (B)(4) items manufactured and released on 11-09-2024 expiration date: 2029-08-27. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. (B)(6) 2025, the patient came in reporting pain due to a fractured humerus. The surgeon revised the liner, glenosphere, diaphysis, and metaphysis. The surgery was completed successfully. Complaint (B)(4) was filed. Presently, on (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta glenosphere and competitor liner. The surgery was completed successfully.